Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not close. All hard stop screws had been sheared off. A field service engineer removed the drawer, removed the defective screws, and replaced them. The hard stop was secured, and the missing rubber bumpers were replaced. The device was tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3 was failed and required maintenance. The customer stated that this malfunction caused a delay, since user managed to get medication from other station. However, there were no adverse events or injuries reported based on this event.